Manufacturer narrative:
Method: the device has been received by the end user. It is pending an evaluation at this time. Results: a review of the device history record will be performed. Conclusions: a follow-up report will be filed when the investigation is completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: bupivacaine 0.125%. Fill volume: 400 ml. Flow rate: 10 ml/hr. Procedure: acl repair. Cathplace: unknown. Patient had a femoral nerve block, pump filled to 400ml set at 10ml/hr, should have lasted 40 hours but was empty by the 24th hour. Start time of infusion: (B)(6) 2013 (no time specified). End time of infusion: (B)(6) 2013 (no time specified). Adverse event.